Event description:
There was an allegation of questionable na electrode results for 4 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was 174 mmol/l with a data flag. The repeated result was 140 mmol/l. Patient 2: the initial result was 154 mmol/l. The sample was repeated on another module, and the result was 143 mmol/l. Patient 3: the initial result was 154 mmol/l. The repeated result was 142 mmol/l. Patient 4: the initial result was 160 mmol/l. The sample was repeated on another module, and the result was 143 mmol/l.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot number and expiration date were not provided. General reagent issues were excluded. The field service representative found a leaky detergent tube. He replaced it, performed adjustments, and confirmed the module was performing within specifications. The investigation determined the service actions resolved the issue.